Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl. The customer was treated for the low blood glucose with a glass of orange juice. The customer declined troubleshooting for low readings. The product was not returned for analysis.

Manufacturer narrative:
Pump passed the operating currents and displacement test. No low battery alert noted during test. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and stripped battery cap(p)coin slot.